Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (lot no, UDI no.). The product was returned with the membrane folded and blood was observed on the exterior. One kink was observed on the catheter approximately 74cm from the iab tip a visual examination did not reveal any inner lumen kinks that could have caused a resistance while removing the iab from patient. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The reported failure of ¿iab - difficult / unable to remove iab¿ cannot be confirmed by the evaluation. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that intra aortic balloon (iab) catheter had a difficulty in withdrawing before inflation, no visible blood return. After replacing with a new iab catheter, it functioned normally. There was no injury or harm reported.